Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Customer did not adjust the pump time for daylight savings. Customer corrected the time to resolve the issue. Customer's blood glucose level was 520 mg/dl. Customer delivered a correction via a manual injection. In addition, it was reported that the pump shutdown due to normal battery depletion. Customer was able to turn pump and tandem technical support educated customer on charging pump.